Manufacturer narrative:
Investigation showed no remarks in batch record filling: all syringes were visually inspected for foreign material by qualified operators. Items with particles or fibers were rejected. The retention samples were inspected, no foreign material was observed. There is one other complaint in this lot from the same facility. Additional information requested by phone and email on 01/05/2012 and 01/20/2012. (B)(4).

Event description:
A user facility reported, during two surgical procedures, a black fiber was noted to emerge from the product syringe and enter the patient's eye however, no fiber was to be found at the end of the procedure and no patient impact occurred. There are two medical device reports associated with this event. This report is for the second patient.